Manufacturer narrative:
Manufacturer's report date 11/12/97. The pump was received for evaluation. Visual and functional testing was performed and the pump ws found to meet all manufacturer's specifications. The accuracy was extensively tested and the pump passed all tests. We were unable to confirm the reported overinfusion. This report was filled out by the MFR.